Event description:
A power source alert was reported. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.